Event description:
Pt is status post right total knee arthroplasty in july 2002. Pt sustained a fall and dislocated their patella. Pt underwent a tibial revision in nov. 2003. The pt's knee is now infected and pt was admitted for a revision total knee arthroplasty. During the procedure the surgeon removed and replaced the tibial and patella components."